Manufacturer narrative:
No adverse event was experienced by the pt in this case. Surgeons using the device did not report incident to MFR as MDR possibility. Originally, the root cause of this problem was determined to be mostly procedural (minimal surgeon experience with device). Subsequent investigation (thru (B)(4) 2010) determined that there is a possible design inadequacy (which could possibly lead to subsequent serious pt injury) contributing to issue, hence this issue is being reported as a MDR.

Event description:
Pt was in autolitt procedure to necrotize a metastatic brain tumor. The axiiis (previously known as ufo) trajectory guide was used as part of this procedure. The attachment screws for axiiis device, which affix the device to the pt skull, broke during insertion and required efforts to remove and replace said screws. Event observed and reported by company rep present during procedure. Event not reported to MFR by physician or hosp. Pt did not experience any adverse effects. Event initially attributed to user applying too much force while inserting screws. MFR investigation started on (B)(4) 2010, interim results were determined actionable on (B)(4) 2010. Event probably related to design issues and IFU/training issues. This MDR is one of the action items from the investigation.